Event description:
It was reported that during the stitching of the meniscus, the second implant did not anchor in meniscus. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent on two planes. The actuator is lodged at the distal end of the needle. No ts or suture remain on the needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.